Event description:
It has been reported to philips that the system would not fully boot up. It stuck at 0:00. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. A review of the log file didn¿t confirm the reported malfunction. Upon functional testing, the fse found that the flexvision pc did not boot after emergency generator test. To resolve the reported issue, the fse reseated the flexvision pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.